Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 285 mg/dl.